Event description:
A customer contacted beckman coulter inc., (bec) regarding erroneously elevated troponin (accutni) results generated by the access 2 immunoassay system for three patient samples. The customer reported that repeat testing of the patient samples produced results <0.06ng/ml for all three patients. It was not reported if the repeat results were within the normal reference range of the assay. Patient result data and specific patient information has not been supplied to date. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection device information has not been supplied to date. The patient samples were centrifuged for eight (8) minutes at 3,000 rpm. Qc was not performing within the customer's established limits at the time of the event. Qc level I was producing erratic, elevated results >2sd above their assigned qc mean. System check data has not been supplied to date. A field service engineer (fse) was dispatched on (B)(6) 2011. The fse checked aspiration probes for blockage and performed pipettor alignments. The fse checked mixing, as well as aspiration and dispense functions. The fse conducted a system check and high sensitivity system check, both of which passed within instrument specifications. The fse did not report any hardware issues had occurred. A definitive root cause has not been determined to date for this event.